Event description:
It was reported that the patient ran out of insulin and could not change infusion supplies, leading to a blood glucose of 290 mg/dl until a full supply change was performed and insulin delivery with the ilet using a contact detach steel infusion set was resumed; troubleshooting and education were completed, and treatment guidance was provided to change the infusion set. Symptoms included hyperglycemia. Outcomes included no hospitalization and return to therapy after supplies were replaced. Investigation included a customer service troubleshooting review and user education on performing a complete supply change. Investigation of this case revealed user-related interruption of insulin therapy due to lack of supplies, with device function normal after the supply change and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to supply unavailability leading to temporary interruption of insulin delivery.